Manufacturer narrative:
(B)(4). Maude report; mw5060513.

Event description:
It was reported that the patient received inappropriate high voltage therapy for sinus tachycardia. The device was explanted. No further information is available at this time.